Event description:
Lap chole - "clip applier locked on the duct and had to be pried open. I noticed in a lap chole case prior to this one, same surgeon and a lap chole, the clip applier was sticking surgeon had to push the handle forward after each clip was fired to open jaws and release the handle. The clip applier was from the same lot number. I only have the clip applier that completely locked, and the remaining sterile clip applier." Patient status: patient was uninjured and doing well.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.